Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported during a corneal flap creation the surgeon indicated he did not have the expected result and the procedure was not completed. The reporter has indicated the patient will return at a later date for possible retreatment.

Manufacturer narrative:
Attempts have been made to obtain additional information; however, at this time no additional information has been received. No technical services were requested or performed for the reported event. User defined settings could be a potential contributor; however, this cannot be determined conclusively. Other factors such as patient movement, patient anatomy, and surgical technique could have contributed to the reported event. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional information; however, at this time no additional information has been received.